Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the control body has crystallization inside, displayed horizontal stripe and image flickering. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the flickering image, horizontal shape, and crystallization inside was identified. It is likely the result of electronic problem, optical problem, and degradation was identified; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.